Event description:
Home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/7 of their automated peritoneal dialysis therapy. Reportedly, the home patient had disconnected the transfer set from the patient line of the homechoice set during a dwell cycle without pausing therapy. The home patient did not return in time for the following drain cycle. Shortly after noting this, the home patient received the system error message. The home patient reconnected the transfer set to the patient line of the homechoice set. The technical service center assisted the home patient in ending the automated peritoneal dialysis therapy early. Per the home patient's nurse, no patient injury or medical intervention was associated with this incident.